Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during manual prime. Customer's blood glucose value was 115 mg/dl. The customer was disconnected during prime. The customer stated there is no gap between the piston and reservoir stopper during prime. The customer tried to manually prime with an ink pen and but it would not recognize the pressure. No compromised force sensor system alarms were found in the alarm history and the drive support cap appeared normal. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.